Event description:
The pt called lifescan and alleged the one touch ultra meter would not power on. The pt was taken to a medical professional to have their blood glucose checked. A reading on an unk meter was "low maybe 79 mg/dl" and they were given glucose. The customer care representative performed troubleshooting and the meter would not power on. Based on the information obtained from the pt there is indication the product malfunctioned, however not that the product led to a serious injury. The meter was replaced and return expected.